Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: the graftmasters did not seal the perforation and the patient had to be sent for an additional surgical procedure. Device issue: none. It was reported that the right ventricle perforated as well as the left anterior descending (lad). Three graftmasters were then implanted in the lad; however, this did not seal the perforation and therefore, the patient was sent to surgery. The right ventricle was sutured and it was possible that the patient also had a coronary artery bypass graft related to the lad. There was no device related issue in regard to the graftmasters. No additional event or patient information is available.

Manufacturer narrative:
The two additional jostent graftmasters mentioned in the case description are being reported under the same manufacturer number. Results and conclusion summation - product performance engineering reviewed the incident information. The products were not returned for investigation and it is therefore not possible to make an informed judgement as to the root cause of the complaint. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott as per specifications. The reported event describes no device related issues. It is possible that the stent graft was not placed centrally or was not long enough to cover the entire perforation.